Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead were removed due to a pocket infection. A leadless pacemaker was placed. No further patient complications have been reported as a result of this event.